Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-46965, 2017865-2022-47260. It was reported that the patient presented with device pocket infection and skin erosion at emergency room. The implanted device pocket was noted to be red, swollen and eroded. The physician explanted the system ¿ pacemaker, right ventricular lead and atrial lead. The patient was stable in condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.